Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received an off no power alarms. Customer also received a failed battery alarm and states that batteries were not lasting more than one day. Customer blood glucose was unknown. During troubleshooting it was found that customer did not wear sensor, customer did not receive a weak battery alert, customer did not use rechargeable batteries, customer did not perform excessive button press, insulin pump was not in vibrate mode, batteries were not previously used and backlight was not used frequently. Customer already previously ordered battery cap as recommended.